Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter on a clearlink system extension set was damaged. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was contaminated with blood so functional testing could not be performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.